Event description:
Patient reported she had issues with her pump flipping. A dacron pouch was used as well as having the pump anchored to the abdominal wall. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the patient had one of the "original pumps" and that "they were so big, they would flip over." It was noted that was the reason the health care provider put a mesh pouch in the patient. It was reported the patient's original catheter was made "too short" and the health care provider (hcp) had to "rehook it back up again" because it had become "unhooked at the pump." The hcp at that time put in the pouch and put in a longer catheter, however the time of this event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l63770, implanted: (B)(6) 1999. Product type: catheter. (B)(4).